Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info.(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that six hips developed femoral loosening but were not revised.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.